Manufacturer narrative:
Initial reporter email address: (B)(6). Initial reporter (fax number): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, an opening on anterior side assessed as fold flaw opening. Additional observations: ¿ wear abrasion is observed. ¿ crease fold is observed. No further actions are required as the device was implanted.

Event description:
The device has been explanted.